Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump was received with no unexpected display anomalies noted; screen was not light or blurry during testing. The insulin pump passed displacement test and pump self test. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump's display screen was difficult to read. The customer stated that the screen was light and blurred. The customer's blood glucose levels are unknown. The customer changed the insulin pump's battery, but the issue persisted. The product has been returned. Nothing further was reported.